Event description:
Additional info communicated by foreign affiliate on 7/12/2002 reveals that the home pt (hp) has recently begun to show signs of an umbilical hernia. The hp's healthcare professional related to the foreign affiliate that she does not know if the hernia is related to the overfill event.

Event description:
The home patient (hp) reported being overfilled with fluid while using the homechoice cycler for apd therapy. The hp reported that they typically drain between 1600mls-1700mls during the initial drain, however, they had only drained out 181 mls before the cycler advanced from the initial drain into fill 1. The hp related that they then received 1402mls when they felt overfilled and placed the cycler into a manual drain, removing 3024mls of fluid. After the manual drain was complete the hp continued therapy with no further reported difficulties. There was no patient injury or medical intervention as a result of this incident.